Event description:
An impella cp was inserted via the femoral artery in a 70-year-old male for an unidentified indication. The patient¿s comorbidities were unknown. The patient¿s clinical status prior to initiation of support was reported as scai shock stage d. Post-insertion, a hematoma was noted at the access site, which resolved with femstop pressure. No additional complications were reported. Additional information received states that care was subsequently withdrawn due to the patient¿s overall clinical condition. Shortly after withdrawal of care, the patient expired. The case will be conservatively reported as a death. At the time of last assessment prior to withdrawal of care, the impella cp remained in place and was performing within the expected range at p-8, approximately 3.4 l/min.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. Omitted f11 based on a review of the complaint record. H11: updated based on the results of the investigation. Investigation summary hematoma/minor bleed/access site adverse event: the cause of the bleed and hematoma was unable to be determined as insufficient clinical details were provided.